Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} visual examination of the returned product identified epoxied blue sleeve on the distal tip is cracked and damaged. Strike plate has indentation marks and handle body shows nicks and scratches from previous uses. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: taiwan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the blue plastic cover of the stem inserter broke. There was no known impact or consequences to the patient. Attempts have been made, and no further information has been provided.